Event description:
Bedside respiratory therapist (rt) began bagging patient during nitric oxide (ino) technical alarm/failure. Ino vent was removed from service. Manufacturer response for ino vent, inomax dsir (per site reporter). Lead product specialist (B)(6) (owner), recorded "adverse event", sequestered machine was pulled from service and turned over for removal from facility property. Diagnostic report to be sent to facility.